Manufacturer narrative:
(B)(4). The actual sample was visually inspected and functional tests were performed with no abnormality noted. The report issue was not confirmed. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer from (B)(4) contacted baxter to report a system error 2240 alarm that occurred during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. A follow up will be submitted should the device be returned for evaluation or additional information become available.